Event description:
Per dr (B)(6): there seemed to be some irregularity when closing down the rings of the 29mm powered eea stapler (cdh29p). When firing, the gear mechanism seemed louder and it seemed to take longer to fire the stapler. According to (B)(6), the scrub tech in the case, "it sounded as if the battery was not at full power". There were 2 intact donut rings after firing the stapler, but one was smaller and thinner than the other. The stapler was saved at the end of the case for follow up. Dr (B)(6) states that he would like to know if the o-rings on the stapler are intact or are broken. FDA safety report ID #: (B)(4).